Event description:
It was reported outside of surgery; the device was sent to corrective repair for preventive maintenance. After investigation an inconsistent speed was found. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the head piece was damaged, the rpms were under specification, the control bar was not in the correct position and the calibration was out at all readings. The motor, sleeve, machine head, neck, bearings, spring seal and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.